Manufacturer narrative:
The malfunctioning device has been returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
On (B)(6) incident - placed and pulled immediately on (B)(6) trimmed to 12cm. Leaks when peach lumen flushed (l) arm placement. Catheter was removed and replaced.

Event description:
4/16 incident - placed and pulled immediately on 4/16 trimmed to 12cm. Leaks when peach lumen flushed (l) arm placement. Catheter was removed and replaced

Manufacturer narrative:
This complaint is not confirmed. Examination of the sample returned showed that the catheter was trimmed to length at 12 cm. During microscopic examination typical signs of a pressure burst became visible at 22 cm from distal at the orange lumen. The green lumen was pressurized without any leak. It is important to follow the product's IFU. If the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to lock the catheter according to your hospital protocol regarding continuous flow or heparin lock, no blood aspiration and no contact of organic solvents with the catheter tubing. Furthermore, in the instructions for use (IFU) for this product there is a statement that warns not to use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. This is the 4th complaint received for batch no. 6350032 and 6975759 and 8th complaint for this type of complaint within the last 3 years, but no manufacturing related issues were found. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.